Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. Based on provided information, the issue has been resolved by replacing safety valve pull magnet. This part controls the opening and closing of the safety valve. The part has not been available for return. The root cause for the reported failure could not be determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).